Manufacturer narrative:
Once new information is received, a follow-up report will be submitted.

Event description:
Boston scientific received information that this left ventricular lead had dislodged. While no adverse patient effects were reported, intervention is planned.